Event description:
It was reported that there was some noise noted on a carelink transmission of the svc to generator interrogation. All other parameters appeared within the limits of normal. The lead remains implanted and in use. There were no other complaints or issues reported with this lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.